Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that no anomalies noted to the device prior to use and the product was prepared as per dfu. Also, continuous flush was maintained. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported during coil embolization procedure, the first implanted coil migrated. The physician attempted to deploy a second coil (subject device) into the aneurysm, however, the coil prematurely deployed inside the microcatheter. The patient was reported to have suffered a stroke and the aneurysm had to be re-embolized. Hence, the physician elected not to re-catheterize to avoid impact on the previously implanted coil. No further information was provided.

Manufacturer narrative:
The sections listed below have been updated due to the product return. D3/h3 product available to stryker. D10 returned to manufacturer on. H3 device evaluated by mfg. H3 summary attached. H6 method code, result code and conclusion code. H10 additional mfg narrative. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was kinked, and the main coil was prematurely detached. In addition, the delivery wire was found to be kinked due the handling damage. The functioning test was not required. In the case of this complaint, it is most likely that anatomical or procedural factors resulted in the coil becoming kinked in the microcatheter and eventually detached when trying to remove. The event appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural or anatomical factors during use. Therefore, a probable cause of procedural factors has been assigned to the man coil kinked and main coil prematurely detached during use.

Event description:
It was reported during coil embolization procedure, the first implanted coil migrated. The physician attempted to deploy a second coil (subject device) into the aneurysm, however, the coil prematurely deployed inside the microcatheter. The patient was reported to have suffered a stroke and the aneurysm had to be re-embolized. Hence, the physician elected not to re-catheterize to avoid impact on the previously implanted coil. No further information was provided.

Manufacturer narrative:
This is 1 of the 2 reports. The device is not available to the manufacturer.

Event description:
It was reported during coil embolization procedure, the first implanted coil migrated. The physician attempted to deploy a second coil (subject device) into the aneurysm, however, the coil prematurely deployed inside the microcatheter. The patient was reported to have suffered a stroke and the aneurysm had to be re-embolized. Hence, the physician elected not to re-catheterize to avoid impact on the previously implanted coil. No further information was provided.